Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There are multiple patients all information is provided in the article. Implant date is between october 1986 to march 2000. 510k: this report is for an unknown constructs: dhs/dcs/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: conn, k.s. And parker, m.j. (2004), undisplaced intracapsular hip fractures: results of internal fixation in 375 patients, clinical orthopaedics and related research, vol. 421, pages 249-254 (united kingdom) 10.1097/01.blo.0000119459.00792.c1. A systematic review was done of previously published reports of the treatment and outcome for undisplaced intracapsular fractures. From october 1986 to march 2000, a total of 375 patients with a mean age of 77.1 years were treated using 3 parallel 6.5-mm ao (stratec medical ltd, welwyn garden city, hertfordshire, england) cannulated cancellous screws. The following complications were reported as follows: 77 patients died within 1 year. 7 patients had pneumonia. 6 patients had pressure sores. 10 patients were in confused states postop. 4 patients had pulmonary embolism. 4 patients had deep vein thrombosis. 4 patients had gastrointestinal bleeding. 3 patients had urine retention. 4 patients had congestive cardiac failure. 1 patient had cerebrovascular accident. 1 patient had renal failure. 24 patients had nonunion. 10 patient were treated with total hip arthroplasty. 7 patients were treated with a total hip replacement, 5 patients were treated by screw removal alone, and 3 patients had no additional surgical treatment. 15 patients had avascular necrosis. Additional surgical procedures that were necessary were revision with hemiarthroplasty. 4 patients had penetration of the screws into the acetabulum. Additional surgical procedures that were necessary were revision with hemiarthroplasty. 1 patient had penetration of the screws into the acetabulum and later had a fracture below the screws. Plating with a sliding hip screw was used to treat the one fracture that occurred at the level of the lower screw. Nonunion included fractures in which failure of fixation with fracture displacement occurred. This report is for a 3 parallel 6.5-mm ao (stratec medical ltd, welwyn garden city, hertfordshire, england) cannulated cancellous screws. This report is for one (1) unknown construct: dhs/dcs. This is report 4 of 6 for (B)(4).